Event description:
It was reported that the user experienced sustained hyperglycemia after a cannula/infusion set came out, with glucose reportedly high for most of the day and a peak of 303, and the user resumed insulin delivery after a full supply change guided by support; the ilet alerted for high glucose. Symptoms included fatigue. Outcomes included no need for outside assistance and no medical intervention or hospitalization, and glucose decreased to 211 after resuming therapy. Investigation included troubleshooting and education with confirmation of resumed insulin delivery. Investigation of this case revealed an unclear cause of hyperglycemia following an infusion set dislodgement, with no confirmed device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.